Event description:
--

Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that approximately 10 days post implant, this lead exhibited loss of capture with an x-ray confirming product dislodgement. The patient was scheduled for a lead revision. Patient reports shortness of breath; however, no other adverse effects of note. Subsequently, the lead was explanted and is intended to be returned for a post market analysis. No resulting adverse patient effects reported.

Manufacturer narrative:
Following return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual examination revealed a complete lead with no breaches in lead's insulation. Dried blood and or body fluid was noted in the lead lumen. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Analysis of the returned product failed to identify any manufacturing anomalies that would have caused or contributed to a product dislodgement.